Event description:
The customer reported getting error b30 after turning on and off during a diagnostic colonoscopy involving an olympus xenon light source. The customer suspected there was no probable cause of the error b30. The procedure was completed with an olympus back-up device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.